Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. During the procedure it was noted that externalization was seen under fluoroscopy on the right ventricular lead. The lead was on advisory. The right ventricular lead was capped (B)(6) 2019 and replaced. The patient was stable.